Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Troubleshooting with tandem technical support (cts) determined the cartridge and insulin was in use past labeling. Cts educated the customer on cartridge and insulin labeling. The cartridge was changed, and a bolus was delivered to address bg level.